Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury or reportable malfunction. Per the physician, the occlusion of the right femoral artery was caused by the non-medtronic (perclose) closure device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the bioprosthetic valve implant vai the right femoral artery access, the valve was 80% deployed and was too shallow on the left coronary cusp (lcc). The valve was partially recaptured and was advanced towards the left ventricle. The valve was deployed a second time to 80% and was too deep on the non-coronary cusp (ncc). The valve was fully recaptured. The valve was deployed a third time to 80% and the valve was too shallow on the lcc again. The valve was fully recaptured. The valve was deployed a fourth time deeper into the left ventricular outflow tract (lvot) and the delivery catheter system (dcs) was pulled back, resulting a more coaxial implant. The valve was fully deployed successfully with no paravalvular leak (pvl) or aortic insufficiency and a mean gradient of 4 mmhg. Multiple non-medtronic closure devices were used to close the right femoral artery puncture site. Imaging showed that the right femoral artery was occluded. Prior to ballooning the right femoral artery, blood flow began to resolve, however a non-medtronic 35.7 mmx40mmx135 cm balloon was still used. Hemostasis and resumed blood flow through the right femoral artery was achieved. It was reported that the physician believes the extreme caudal angle of the annulus contributed to the multiple attempts to position the valve. Per the physician, the dcs did not contribute to the closure issues to the right femoral artery. Additional information was received that per the physician; the occlusion of the right femoral artery was caused by the non-medtronic (perclose) closure device.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; product ID l-evolutfx-2329 (lot: 0012606125); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the bioprosthetic valve implant vai the right femoral artery access, the valve was 80% deployed and was too shallow on the left coronary cusp (lcc). The valve was partially recaptured and was advanced towards the left ventricle. The valve was deployed a second time to 80% and was too deep on the non-coronary cusp (ncc). The valve was fully recaptured. The valve was deployed a third time to 80% and the valve was too shallow on the lcc again. The valve was fully recaptured. The valve was deployed a fourth time deeper into the left ventricular outflow tract (lvot) and the delivery catheter system (dcs) was pulled back, resulting a more coaxial implant. The valve was fully deployed successfully with no paravalvular leak (pvl) or aortic insufficiency and a mean gradient of 4 mmhg. Multiple non-medtronic closure devices were used to close the right femoral artery puncture site. Imaging showed that the right femoral artery was occluded. Prior to ballooning the right femoral artery, blood flow began to resolve, however a non-medtronic 35.7 mmx40mmx135 cm balloon was still used. Hemostasis and resumed blood flow through the right femoral artery was achieved. It was reported that the physician believes the extreme caudal angle of the annulus contributed to the multiple attempts to position the valve. Per the physician, the dcs did not contribute to the closure issues to the right femoral artery.

Manufacturer narrative:
Image review: five media files were provided for review. Patient¿s executive summary was not provided for anatomical review. There is evidence of four deployment attempts and depth assessment was performed in the lao view only. Since depth assessment in the cusp overlap view was not provided, depth on the non-coronary is an estimate. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve appeared shallow on the left coronary cusp during the first deployment attempt. During the second deployment attempt, the valve appeared to be deep on the non-coronary cusp. A third deployment attempt was made resulting in a shallow position on the left coronary cusp once again. The valve was deployed a fourth and final time at a re asonable depth, approximately 5mm on the non and left coronary cusps. Of note, as stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. An angiogram performed after valve release reveals no aortic regurgitation/paravalvular leak. It was reported that a vascular co mplication occurred at the end of the procedure requiring intervention. However, images were not provided for review thus it is not possible to validate cause of the vascular complication. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.